Event description:
It was reported that the deep brain stimulation (dbs) patient was hospitalized for the return of parkinsons disease symptoms due to the device intermittently turning off.

Event description:
It was reported that the deep brain stimulation (dbs) patient was hospitalized for the return of parkinsons disease symptoms due to the device intermittently turning off. A database analysis was completed and could not determine the root cause of the complaint. There were no anomalies found in the battery discharge logs and the impedances were reviewed and are within range. The patients medication schedule was adjusted, and the patient is doing better.